Event description:
Device was returned for repair only with pieces missing. Follow-up with hosp revealed hosp could not answer as to the location of the missing pieces but did not believe them to have fallen into any pt. Co is taking the conservative approach and filing since the location of the missing pieces is unknown.